Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for fecal incontinence. It was reported that the patient experienced a return of diarrhea over the last few days prior to the report and, the night prior, lost control. It was noted that they had an accident in the bed. It was also noted that this was not related to positional movement, but they did have a motor vehicle accident (mva) on (B)(6) 2019, which was related to the issue; the return of symptoms had been occurring since the mva. The patient adjusted the setting, but was directed to contact their healthcare professional (hcp) if the problem did not resolve. No further complications were reported or anticipated.